Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event occurred on an unknown date in 2023. D6: device implanted on an unknown date in 2023. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10: date of concomitant therapy occurred on an unknown date in 2023. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: monument. Manufacturing date: 13-aug-2020. Expiration date: 31-jul-2030. Part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile. Lot number: 65p9896 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 63p4157. Lot quantity: (B)(4). Part number: 04.037.912.4, wave spring, shim ended. Lot number: 45p7071. Lot quantity: (B)(4). Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 31p8016. Lot quantity: (B)(4). Part number: 21127, timoagri16.00. Lot number: 48p3577. Lot quantity: (B)(4) lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the 12/130 deg ti cann tfna 170 - sterile, was broken at the tfna fenestrated screw mating hole. The broken fragments were observed in the provided evidence. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 12/130 deg ti cann tfna 170 - sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a tfna was being removed from the patient so that a hip replacement could be performed. The tfna was implanted approximately 6 months prior. The tfna construct had failed and the nail was found to be broken where the cephalomedullary screw enters the nail. There is no further information available. This report is for a 12mm/130 deg ti cann tfna 170mm ¿ sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 12/130 deg ti cann tfna 170 - sterile has broken, the broken fragment was returned. No other problems were found. A dimensional inspection was not performed for the 12/130 deg ti cann tfna 170 - sterile due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 12/130 deg ti cann tfna 170 - sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.